Event description:
A report was received that the patient underwent a pocket revision due to the location of the battery causing discomfort for the patient. The patient was reportedly doing fine after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.